Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of the vista brite 6f .070 xb 3.5guiding catheter drips blood. It was noted that the yellow plastic hub was cracked. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, g6, h1, h2, h3, h6, and h11 as reported, the hub of the vista brite 6f .070 xb 3.5guiding catheter drips blood. It was noted that the yellow plastic hub was cracked. There was no reported injury to the patient. A non-sterile catheter ¿6f .070 xb 3.5 100cm¿ was received coiled inside of a clear plastic bag. The part was unpacked to proceed with the product evaluation. The unit was inspected thoroughly focusing in the luer hub observing no damages. No other outstanding details were observed. The luer hub was connected to a syringe to apply torquing pressure and a cracked condition was observed. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on hub presented evidence of plastic deformation and fatigue striations. Plastic deformation and fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. As observed in the differential scanning calorimetry (dsc thermograms), no sample presented thermal history (first heating cycle) suggesting exposure to high temperatures or any significant thermal transition, however, in the tga analysis it was observed that the complaint with the lowest thermal stability was 2024-06527 whose onset temperature stability was the lowest at 424 °c. Furthermore, the decomposition rate of all samples is similar, between 70 and 73%, suggesting that, despite the temperature difference, the thermal behavior of the material is consistent with that of a polycarbonate. See attached report. The complaint reported by the customer as ¿luer hub~cracked¿ was confirmed. The returned unit present a cracked condition on the luer hub. Exact cause of the observed damage could not be conclusively determined during the analysis. Dsc thermograms, is not suggesting exposure to high temperatures or any significant thermal transition. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, the hub of the vista brite 6f .070 xb 3.5guiding catheter drips blood. It was noted that the yellow plastic hub was cracked. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.

Manufacturer narrative:
As reported, the hub of the vista brite 6f .070 xb 3.5 guiding catheter drips blood. It was noted that the yellow plastic hub was cracked. There was no reported injury to the patient. A non-sterile catheter ¿6f .070 xb 3.5 100cm¿ was received for analysis. The unit was visually inspected thoroughly focusing on the luer hub and no damages were observed. The luer hub was connected to a syringe to apply torquing pressure, which revealed a cracked condition. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on the hub presented evidence of plastic deformation and fatigue striations. The complaint reported by the customer as ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub and the exact cause of the observed damage could not be conclusively determined during the analysis. Plastic deformation and fatigue striations found on the hub material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Storage or handling factors that placed excessive stress on the device may have caused the damages. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the hub of the vista brite 6f .070 xb 3.5 guiding catheter drips blood. It was noted that the yellow plastic hub was cracked. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained.